Manufacturer narrative:
Product ID 3093-33, lot# v241655, implanted: 2009-(B)(6), product type lead product ID 3093-33, lot# v241655, implanted: 2009-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported the patient's skin burned at the device site for approximately four months, until the device was reprogrammed. No further information was reported. Reference manufacturer # 3004209178-2012-10681 for report on bilateral interstim patient.